Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure. According to the complainant, difficulty was experienced when loading the stent onto the sheath. The stent ends appeared rectangular in shape. During the attempt to release the stent, the guide catheter could not be pulled and the push catheter became stretched. The stent could not be deployed. The procedure was completed with another stent (model and manufacturer are unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).